Event description:
On an advia centaur xp instrument a customer set an incorrect repeat range for ahbs after phone advice by the siemens technical solution center (tsc). During the time the instrument contained the incorrect check range, several patient samples fell within the check range and were not repeated appropriately per the IFU. Physicians did not question the ahbs results. There were no known interventions or adverse health consequences as a result of not repeating the ahbs samples.

Manufacturer narrative:
A siemens technical application specialist (tas) was dispatched to the customer site. The tas inspected the instrument and restored the correct repeat assay range. The instrument is performing within specification. No further evaluation of the device is required.